Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The lesion was crossed and dilation was performed with a pre-balloon. Since initial dilation was insufficient, a 7.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.